Event description:
Reporter stated that a pt's capillary blood pt was measured, using the suspect device, with a result of 5.0 inr. An add'l sample, obtained from the same pt, reportedly measured 2.7 inr on a laboratory instrument. Reporter indicated that pt's therapy was not modified based on the value obtained on the suspect device. Reporter stated that electronic qc testing is performed on a daily basis and results have been within the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.